Event description:
On (B)(6), 2008, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6), 2008, another gore excluder aaa endoprosthesis was implanted to treat a persistent distal type I endoleak with aneurysm enlargement. The endoleak resolved, and the physician did not report any other complications. The endoleak was attributed to device undersizing in an aneurysmal iliac artery.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lots met all pre-release specifications. Additional device: pxc121400/#05954047.